Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. Customer service made multiple attempts to contact the reporter for more information without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: during investigation, moisture corrosion was found in the battery compartment. Unrelated to the original complaint, the battery compartment was found to be cracked along the inside of the pump. A leak test was performed and leaks were identified at the battery compartment crack and at a crack in the pump casing between the case seal and keypad. The pump cover was opened and moisture was identified throughout the pump internal components.